Event description:
Procedure type: urological. According to the reporter: the pt underwent a procedure for the treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury, and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4).